Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: during ventilation on a pt, the internal heating thread melted the tube. Consequence: leak in the circuit of ventilation. Sales rep confirmed that the issue concerns the circuit itself and not the neptune heater. The overheating of the thread warming created a hole in circuit. Pt current condition is fine and no pt injury.